Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ca 19-9 (ca 19-9) on a cobas 8000 e 801 module. The initial result was 565 u/ml. The repeat with a 1:2 dilution was 815 u/ml. The repeat with a 1:10 dilution was 796 u/ml. The sample was submitted for investigation and tested on an e801 module. The initial result was 589 u/ml. The repeat with a 1:2 dilution was 874 u/ml. The repeat with a 1:5 dilution was 1285 u/ml. The repeat with a 1:10 dilution was 1530 u/ml. The investigation site sent the sample to an outsourced laboratory using a competitor method, and the ca 19-9 result was 679 u/ml.

Manufacturer narrative:
The customer¿s e801 module serial number was (B)(6). The competitor method was fujirebio lumipulse.

Manufacturer narrative:
The sample was investigated further at the investigation site. The initial ca 19-9 result was 585 u/ml. The repeat with a 1:2 dilution was 824 u/ml. The repeat with a 1:10 dilution was 1406 u/ml. This result confirms the 1:10 dilution result produced during the preliminary investigation. The low undiluted results are consistent with an unknown interfering substance or factor. A general reagent issue can be excluded. The investigation did not identify a product problem.